Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure via groin ipsilateral, the stent allegedly had difficulty in roller wheel deployment after positioning. It was further reported that the stent allegedly foreshortened during placement. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. The lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: neither sample nor image provided which leads to inconclusive result. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system for regular deployment was found sufficiently described, in particular the instructions for use (IFU) state: 'confirm that the introducer sheath is secure and will not move during deployment.', and 'hold stability sheath. Do not hold or touch the dark moving sheath. Note: do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Under required materials the IFU state 9f introducer for a stent diameter of 14 mm and 0.035 inch diameter guidewire. Regarding pta the IFU state: 'predilation of chronic lesions with a balloon dilatation catheter is recommended.' H10: g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure via groin ipsilateral, the stent allegedly had difficulty in roller wheel deployment after positioning. It was further reported that the stent allegedly foreshortened during placement. The procedure was completed using another device. There was no reported patient injury.